Manufacturer narrative:
The high inclination angle of the cup as indicated in the journal article likely contributed to the liner fracture. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that in an oct. 2007 journal article that the device was revised 11 months post-op. The pt has a history of posterior hip dislocations and experienced subluxations and clicking when weight bearing at 10 months. At revision, the acetabular liner was observed slightly cracked at the rim. Pt was revised to a larger shell and liner.